Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The technical services (ts) suspected that this could be a rarer presentation of a gate oxide type of impairment, additionally the right atrial (ra) threshold measures were incorrect. Device replacement was recommended, and the ra lead was recommended to be evaluated. This pacemaker remains in service. No adverse patient effects were reported.